Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the foreign object in the auxiliary water tube could not be determined, and the cause of the burn on the distal end was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the colonovideoscope exhibited a foreign object in the auxiliary water tube and a burn on the distal end. There was no patient involvement.